Manufacturer narrative:
A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed there was contamination present on the bottom case and the top case was cracked by the tubing guides. There was nothing in alarm history pertaining to customer stated problem. The customer stated problem was verified during inspection for the contamination, on the outside of the bottom case and a few of the keys on the keypad did not work. The root cause was customer induced via fluid ingression into the main body of the pump as a result of cracking in the top case that was customer induced via the use of disinfectants that attacked the top case plastic and / or significant impact to the device. Replaced contaminated main board, also replaced keypad with damaged top case. No product information has been provided to date. This MDR was generated under protocol (B)(4), as a result of warning letter cms#: 617147.

Event description:
It was reported that the pump had fluid damage and the keypad not working. No patient injury was reported.